Event description:
It was reported that a one-link set was involved in a no flow incident. This occurred during patient infusion of normal saline and herceptin. The device was being used with a chemotherapy bag, a normal saline bag, a non-baxter secondary IV set, and a primary clearlink system continu-flo solution set (baxter product). The reporter stated that the chemotherapeutic was being infused through the secondary line while the saline was being infused through the primary line. The chemotherapeutic bag was hung above the saline bag using a hanger. After this occurred, the line was reprimed so the patient could complete the infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.